Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to usb pin contamination.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped suddenly from 45% to 5%. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.